Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% restenosed stent target lesion was located in the moderately tortuous mid left anterior descending artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the unspecified restenosed bare metal stent . The sds was examined outside the patient and stent damage was noted in the mid portion. The procedure was completed with another 3.5 x 24mm promus element mr stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: initial visual examination of the returned unit noted stent damage, as some struts were raised upwardly. These were located approximately 0.5mm from the proximal edge of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% restenosed stent target lesion was located in the moderaltely tortuous mid left anterior descending artery. The 3.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the unspecified restenosed bare metal stent . The sds was examined outside the patient and stent damage was noted in the mid portion. The procedure was completed with another 3.5 x 24mm promus element mr stent. No patient complications were reported and the patient's status is stable.